Manufacturer narrative:
Device evaluation: no product was provided for evaluation, but a photo was received. One photo was provided by the customer which was used to conduct the device analysis. The photo shows a unit inside a metal tray; the lines are observed to be filled with a clear liquid, no damage or dysfunctional condition that could cause the reported failure mode are observed. The reported failure mode, occlusion, is not observer in the picture therefore the complaint cannot be confirmed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed an occlusion when the disposable was attached. No patient injury reported.

Manufacturer narrative:
Email address: (B)(6)., corrected data: h10: the lot information provided by the customer was not a valid; therefore, a history record review could not be conducted.